Event description:
The customer reported the system had a bad x-ray sensor detected error, then popped twice and shut off and was unusable. There are no reports of pt I injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The temperature sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service.